Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that on march 15, the department conducted a daily self-inspection of the device, and found that the ac power of the device was off and the power indicator was off. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart xl indicating that during the daily self-inspection of the device it was found that the ac power of the device and the power indicator was off. There was no reported patient involvement. Based on the information available and testing conducted, the cause of the reported problem was due to the battery not being charged by the customer.  The battery was replaced, and the device was returned to full functionality.  The device was confirmed to be operating per specifications once the battery was replaced and no further issues were identified. The device remains at the customer's site. No further action is warranted at this time.